Event description:
This is two or two reports (same reporter, same problem, different patients, different device serial numbers). It was reported that the neurosurgeon was having concerns about the readings on the cam02s were providing him . These systems were purchased in (B)(6) 2016 and they have not had any issues up till now. Additional information has been requested. Linked to mfg. Report number: 3006697299-2016-00179.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The investigation activities included: evaluation of actual device. Review of device history records. Review of complaint management database for similar complaints. The DHR review was completed for cam02 monitor serial number (B)(4). The DHR review verified no anomalies that could be associated with the complaint were observed. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. During the time period ¿(B)(6) to (B)(6)¿, the global product usage for cam02 monitors was calculated as 27,083 usages, using the total quantity of cam02 monitor catheter sales sold to calculate the quantity of usages. 1 catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review (1) can therefore be calculated as 0.004%. The cam02 monitor was returned but the evaluation was unable to conclusively verify the complaint as valid. The cam02 monitor was verified as performing to specification. Conclusion: the cam02 monitor was returned but the evaluation was unable to conclusively verify the complaint as valid. An investigation for cause was unable to be performed.